Manufacturer narrative:
Pharmacovigilance comment: sanofi follow up company dated (B)(4) 2014: as per the follow up information received, the case was upgraded to serious workflow. The casual role of synvisc cannot be excluded for the occurrence of the event of left knee synovitis; however, previous medical history of rheumatoid arthritis of the patient provides an alternative explanation for the occurrence of the event.

Event description:
Upon receipt of additional information on (B)(4) 2014, the case was upgraded to serious as the patient had been hospitalized and received treatment with intravenous antibiotics for the event of left knee synovitis. This unsolicited device case was received from united states on (B)(4) 2013 from a clinician assistant. The case concerns a (B)(6) old male patient who experienced left knee synovitis after receiving treatment with synvisc. Previous medication included use of synvisc (in 2011). The patient's medical history was significant for hypertension, high cholesterol and rheumatoid arthritis. Concomitant medications included carvedilol, fesoterodine fumarate (toviaz), losartan potassium (losartan), hmg coa reductase inhibitors (provastatin) and diclofenac potassium (voltaren). On (B)(6) 2013 at 10 am, the patient received treatment with synvisc injection; once (batch/lot number: r1301; expiration date: 03/31/2016; route and dose: unk) into left knee for left knee osteoarthritis. On the same day, the patient developed synovitis of left knee. It was reported that the patient's knee swelled overnight. On (B)(6) 2013, the patient went to the office and underwent aspiration (left knee effusion) (unk amount aspirated). The synovial fluid was dark brown and cloudy. The crystal analysis was done the same day revealing calcium phosphorus crystals. The patient experienced more swelling and pain and was seen on (B)(6) 2013 in the doctor's office. The synovial fluid analysis revealed white blood cells: 1601 (units unspecified); and neutrophils: 86 (units unspecified). The patient was directly admitted to the hospital and was treated with intravenous antibiotics. On (B)(6) 2013, the patient recovered from the event. Action taken: permanently discontinued on (B)(6) 2013 (the patient received only first injection of the 3 injection series). Corrective treatment: intravenous antibiotics. Outcome recovered: a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot #r1301, with expiration date 03/01/2016 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number, batch record review and lot number frequency analysis for lot number r1301, no CAPA is required. Additional information was received on (B)(4) 2013: ptc investigation report was added. Additional information was received on (B)(4) 2014 from clinical assistant. The case was upgraded to serious due to hospitalisation of the patient for the event. The symptoms of knee swelled/ experienced more swelling, had aspiration (knee effusion)/ aspiration was dark brown and cloudy and experienced more pain for the event of left knee synovitis were added. Patient's relevant history, lab test and concomitant medications were added. Hospitalisation date, outcome of event and corrective treatment were added.